Event description:
It was reported that during atherectomy and thrombectomy procedure in the superficial femoral artery, the helix inside the catheter was allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during atherectomy and thrombectomy procedure in the superficial femoral artery, the helix inside the catheter was allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was received for the investigation. During physical investigation a catheter was received for the investigation. The tension on the tip was not correct, the head part of the catheter was peeking out approx. 0.2 cm. The catheter was cut opened, and the helix was found broken at 62 cm from the tip of the catheter. The broken part of the helix was found heavily clogged with bodily material. Hence, it can be confirmed that the helix was broken. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (device, method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.